Event description:
It was stated that the customer primed 100 units of insulin into his body by mistake because he forgot to disconnect during the manual prime. The customer was taken to the hospital for low blood glucose. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.